Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported after a pulsed field ablation procedure, a day and eight days after discharge respectively, the patient experienced some fluctuation in vision, which resolved by itself within 30 minutes on both days. Two days following the latter vision fluctuation experience, the patient noticed a large fluctuation in the upper left part of the visual field, which persisted for about 30 minutes. The patient visited the physician and transient ischemic attack (tia) was suspected. Medication was administered and the patient had not recovered. A month after the index procedure, the patient suddenly noticed rapid palpitations and atrial tachycardia was suspected. According to the patient, it was so fast that could not even stand. The patient made an emergency visit to the hospital and medication was administered to the patient. The patient was said to be recovering as of the date of this ordeal. Two months after the index procedure the patient was reported to be in poor condition. Hematuria occurred, and the patient visited the outpatient clinic. Cancellation of medication was instructed. The patient was said to be recovering as of the date of this ordeal. No further patient complications have been reported as a result of this event.